Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used two in.pact admiral drug eluting balloons to treat a lesion in the right sfa. Approximately one week later the patient suffered an allergy to the contrast media. The investigator assessed that the event was not related to the study device procedure or paclitaxel. The patient was treated with medication. Cec has adjudicated this event as a drug hypersensitivity/reaction, related to the procedure and drug but not related to the device. The outcome was reported as resolved.